Manufacturer narrative:
(B)(4). Customer stated that the set will be returned. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
In the nicu, the quad set on an infant was found to have a cracked female luer at the tpn connection. Pressors were also infusing. Delay in medication reaching the patient due to necessity of changing out the quad set. The IV line patency was maintained. There was no patient harm and no medical intervention was required. Customer stated that no additional event or patient information is available.